Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733656, serial/lot #: (B)(4); product ID: 9733437, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed they found intermittent issue with the system. The replaced the camera and the handle camera laser control. They performed a system checkout and the system was working as intended. The camera laser control handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned laser control handle was found to be in good condition with no apparent physical damage. When connected to a known good positioning sensor unit (psu), the handle button caused the laser to light whenever pressed. No problem found. The positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu was chipped on the bottom edge and on the end of the housing by one sensor. The housing was also separated at this end. A check of the event log showed a bump detected on (B)(6) 2019. The bump was cleared for further testing. The psu also failed an accuracy test (aak). As reported, the laser pointer battery was dead. The laser pointer was only functional when the psu was powered up. This psu has not been previously returned for a failure. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the laser was no longer working on the camera. No patient was present at the time of the event.